Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the vizishot 2 flex aspiration needle failed to work as expected during a surgery. The procedure was unknown. There were no reports of patient injury or harm.